Event description:
The customer claims that there is a tear on the side panel near the zipper. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation results: evaluation of the returned product shows that there is zipper damage on the elements of the right window. There is zipper damage to the head panel side on the leg. (B) (4).